Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the tubing through pinch valve pv27 was leaking. The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the secondary probe of the coulter lh 500 hematology analyzer. The instrument was generating differential vote outs when the leak was noticed. The volume of the leak was about 5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The device manufacturing date was changed from 09/01/2011 to 10/01/2006.